Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11193r13, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported that a pump replacement was performed on 2015-(B)(6). The patient was receiving effective therapy.

Event description:
It was reported that the patient presented to their clinic on the date of the report after hearing the pump alarm. Upon interrogation, a critical alarm due to motor stall motor stall occurred at 0924 on (B)(6) 2015. A tube set message was noted 48 hours later on (B)(6) 2015 at 0924. There had been no motor stall recovery and the pump was stalled for greater or equal to 24 hours (also reported as unknown). The patient had difficulty walking, increased pain and vomiting. A pump replacement would be considered. The cause of the stall was unknown. There had been no magnetic resonance imaging (MRI) or electromagnetic interference (emi) exposure. The pump was updated to minimum rate; saline was put in the pump; and the reporter was working to get approval for a pump replacement. The patient was given a prescription for oral morphine. The patient had not recovered; the symptoms/issue was ongoing. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft- bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.